Manufacturer narrative:
(B)(4) (secondary intervention: the half dilated stent was post-dilated with a balloon catheter) - (B)(4): eval results: balloon ruptured. Calcified plaque present at lesion site. Eval conclusion: calcified plaque present at lesion site.

Event description:
An attempt was made to deploy a 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent in the rca #2 overlapping with an endeavor rx stent deployed in the rca #3 during the same procedure. The target lesion, located in the rca #1-3, was described as moderately tortuous, severely calcified with 75% stenosis and was pre-dilated. It was reported that the balloon of relevant device ruptured at 5-6 atm moreover, when the physician tried withdrawing the device, the stent unexpectedly migrated approx 5mm to the proximal side and was deployed without overlapping. The relevant half inflated stent was post-dilated with a nc sprinter rx balloon dilatation catheter which also ruptured at 15 atm (MFR report # 2953200-2009-01252). Prior to this, an endeavor rx stent was deployed at rca #3; however, the balloon ruptured at 5 atm (MFR report # 2953200-2009-01251) and the half dilated stent was post-dilated with a nc sprinter rx balloon catheter which also ruptured at 15 atm (MFR report # 2953200-2009-01254). It was reported that a third endeavor rx stent was deployed with no issue; then a fourth endeavor rx was deployed at rca #1 and balloon ruptured was experienced again (MFR report # 2953200-2009-01255). The half dilated stent was post dilated with another MFR balloon catheter and the procedure was completed. The physician commented that no issues were noticed during preparation of the medtronic devices involved in this event. He also commented that pointed part of the diffuse stenosis might have caused the series of balloon ruptures. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The stent was not present on the balloon which had been inflated. There was slight damage noted on the distal tip. Blood residue was evident along the balloon and distal shaft. Visual inspection confirmed the presence of scratch marks and damage on the balloon material. Negative purge on the device confirmed the presence of a leak as a continuous stream of air was emitted from the device. Attempts to pressurize the device to 9 atms failed, and the device failed to hold pressure. Liquid was confirmed to be exiting through the balloon material at a site of damage on the proximal balloon pillow. Communications with the account confirmed that there were no issues encountered with the device during preparation. Based on the damage to the balloon material and the hole evident on the balloon, it appears most likely that the presence of severe calcification in the target vessel most likely caused the balloon damage that resulted in the balloon leak. Balloon rupture is also listed as an inherent risk of a pci procedure.